Event description:
The customer reported to olympus that when in optical digital mode, the light source goes out and the screen remained dark. The issue was observed during preparation for use for an unspecified procedure. After reattaching it several times, the device worked as intended. The procedure was completed using the same equipment. There were no reports of patient harm or impact associated with this event. This report is related to the following patient identifiers: (B)(6) (b)(3) 12oct2023 and (B)(6)(b)(3) 13oct2023 to capture additional occurrences.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported allegation was not confirmed. The device evaluation found: dust accumulated inside the device; low light intensity due to consumed xenon lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) five years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.